Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system repeatedly froze and did not allow user login due to a duplicate ip address. A field service engineer mentioned that a network configuration issue involving a duplicate ip address, which was corrected by the hospital it department, and it was verified by the field service engineer. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station repeatedly froze and did not allow the user to log in before freezing again. There were no delay or adverse events or injuries reported based on this event.